Event description:
It was reported that the subject device exhibited a connection issue during set up and preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was not established as no product return. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.